Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's backup system controller had a damaged lcd screen due to either water damage or dropping the controller. The controller was exchanged.

Manufacturer narrative:
B5: this information was originally reported under MFR # 2916596-2022-15504 and serial # (B)(6). However, after further review of the log files, the primary system controller and the secondary system controller serial numbers were switched. It was determined that (B)(6) was the primary system controller and that (B)(6) was the secondary system controller. Manufacture¿s investigation conclusion: the reported event of a controller clock not set alarm due to full battery depletion was confirmed via analysis of the submitted log files. However, the reported damage to the system controller white cable connection port was not confirmed, as the system controller, (B)(6) was not returned for analysis, and no images were provided for review. The submitted system controller log file contained approximately 3 days of data (12jan2000 ¿ 15jan2000 per the timestamp); the actual dates of these events cannot be determined due to the controller clock not being set to the correct date. The log file captured a controller clock not set alarm throughout the log file due to the controller clock being reset to the default timestamp of 01jan2000; this is consistent with the provided information stating that the batteries became fully depleted due to the patient sleeping on batteries and sleeping through the alarms. The alarms did not affect the controller's ability to operate the pump at the set speed, and the pump maintained a speed above the low speed limit (lsl) without issue throughout the log file. The root cause of the reported controller clock not set alarm was determined to be user error in allowing the batteries to operate for too long, resulting in the batteries becoming fully depleted. Per account, the system controller (B)(6) will not be returned for further analysis. As a result, the root cause of the reported damaged to white cable connection port could not be determined in this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 patient handbook, under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook ) section "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller (B)(6) was shipped to the customer on 09may2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's primary system controller white cable connection port was damaged as well as the back of the primary system controller. The system controller was exchanged. The log files captured controller clock corrupt events due to the patient sleeping on batteries and through the alarms.